Event description:
Reportedly, on (B)(6) 2018, a re-intervention was performed because the remote follow-up displayed a low impedance of the coil, pacing impedance about 300 ohms and some noise episodes. So the lead was repositioned. During the surgery, the physician noticed that svc coil was not in the proper place and it was close to the clavicle. The lead was not properly attached.the right ventricular lead was explanted and replaced by another lead. Preliminary analysis did not reveal any irregularity with the subject ICD.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018, a re-intervention was performed because the remote follow-up displayed a low impedance of the coil, pacing impedance about 300 ohms and some noise episodes. So the lead was repositioned. During the surgery, the physician noticed that svc coil was not in the proper place and it was close to the clavicle. The lead was not properly attached. The right ventricular lead was explanted and replaced by another lead. Preliminary analysis did not reveal any irregularity with the subject ICD.